Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported she had gone through a security gate at a store (B)(6) 2016 and that the security tag had not been removed by the store staff, so the machine went off. Later in the day, the patient was not feeling well and was not able to eat, "like things had been backed up." The transmitter was noted to be at 7.4mhz up to 8.8 mhz and the receiver was 8.0 mhz. The patient indicated since implant, every month the patient had been getting better until this instance. Emi exposure was reported due to the security gates/theft detectors. Additional information received 5 days later via the consumer reported she had followed-up with the physician and was told she should be "fine." The patient went through another theft detector on the day of report at a store and the alarm went off as they had forgot to remove a tag. The patient had not mentioned any symptoms. On (B)(6), the consumer reported their issues of not feeling well and not being able to eat (as previously reported) had resolved. The patient had gone to the physician and it was indicated the stimulator worked ok. The patient's indication for use was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.